Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient¿s concern with the product.

Event description:
Patient's representative reported right side exchange of textured breast implant due to the patient¿s concern with the product. Healthcare professional reported right side exchange of textured breast implant due to the patient¿s concern with the product and that during explant rupture was discovered. Device has been explanted.